Manufacturer narrative:
The device was returned to omsc for evaluation. During the evaluation, the reported image noise was not duplicated. Omsc reviewed the manufacturing history of the subject device and confirmed no irregularity. Although the exact cause of the reported event could not be conclusively determined, it is surmised that the reported event occurred due to a damage of the electric board within the video connector, based on the information from the user facility and passed similar case. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that a noise appeared on the full screen of the endoscopic image of the subject device during an unspecified therapeutic surgery. The user facility replaced the subject device with another device and completed the intended procedure. The subject device was returned the distributor, and evaluated in combination with the video system center (otv-s190) owned by the facility. The distributor confirmed that white-striped noise on the full screen of the endoscopic image when there is a strong light such as black fluorescent lamp in the endoscopic view. After that, an error message scope communication error "b30" was appeared in the screen when they repeatedly turn on and off the device several times. When they restarted the subject device again, the endoscopic image recovered. There was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code".